Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the dexcom sensor failed after the warm-up period, seven days post-application to the patient¿s arm. As a result, the sensor was removed, and no replacement sensor was available. The parent confirmed that the child was not wearing or using the dexcom system at the time of the subsequent diabetic ketoacidosis (dka) event due to the lack of available sensors. The patient uses a tandem t:slim insulin pump in a modified closed-loop system. Notably, without an active sensor session, the pump reverts to open-loop insulin delivery. On (B)(6) 2025, the parent accompanied the child to the hospital after the child experienced symptoms consistent with dka, including vomiting and abdominal pain. The parent manually checked the blood glucose (bg) level using a fingerstick meter, which showed a reading of 526 mg/dl. Insulin was administered manually. Upon arrival at the emergency room, the bg meter displayed ¿high,¿ with no specific value provided. The patient was treated with intravenous fluids. The child was discharged on (B)(6) 2025, in stable condition. At the time of the report, the patient was fine. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.